Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal broke at the male thread of the insufflator connection which resulted in a loss of insufflation. A spare part was used. It is unknown if a fragment fell into the patient; it was reported that there was a risk of loss of the broken end inside the abdomen. It is unknown if any injury occurred to the patient as a result of this event. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.